Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the staple guide noted the instrument was fully applied. Microscopic examination displayed nicks on the knife blade. Since the anvil was not returned, a representative pmv anvil was used for functional testing. Functionally, the device was applied over appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the pushers advanced, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low rectal resection, the anvil of the device was difficult to withdraw after the anastomosis. They were able to remove the device by rotating left and right. The procedure was extended by 30 minutes. No patient injury.